Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: guide wire tip separation requiring medical intervention. Device issue: guide wire separation. It was reported that the tip of the bmw guide wire got stuck on the stent that had been implanted earlier in the procedure. Five stents were used to push the tip of the guide wire against the vessel wall. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guidewire was returned with blood and contrast visible on the blue polymer. The tip coils were completely stretched out distal to the center solder. There was no tipball attached to the coils. The core and shaping ribbon were intact at the center solder. There was 2 cm of core visible and 2.6 cm of shaping ribbon visible, there was approximately 4 mm of shaping ribbon not returned. The very distal end of the separated shaping ribbon was twisted. There was no other damage noted to the guide wire. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.